Event description:
The pt had a mr procedure. He was a heavy pt. He was scanned with the sense body coil which was positioned over his knee. After the examination, a second degree burn was observed on the pt's left thigh. The cables were positioned on top and below the leg to the other side of the magnet bore. The cables were separated from the pt by a sheet which was only a quarter inch thick. A high sar value was used for three consecutive scans.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.